Event description:
Pt presented herself to office of dr c/o discomfort to breast bilaterally. Implants had been put in by another physician in another town. Pt developed severe contractions and surgery was performed here at facility to remove implants. Upon surgery it was noted that right side implant was definitely ruptured, and possibly on the left side as well. Both were removed and copious amounts of normal saline was used to irrigate area before saline implants were used to replace the ruptured silicone implants.